Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump squirts insulin while priming on occasion. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had unspecified pump error and motor error. Customer also stated that there was not given low reservoir warning. The customer stated that the insulin pump had unexplained and random no delivery alarm. The customer stated that there was grinding during rewind and loose reservoir cartridge. The insulin pump will not be returned for analysis.